Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
During inflation below rbp, the balloon ruptured. A new device was used to complete the procedure. No patient injury reported.